Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s front drawers (3.2 and 4.1) were broken and sharp. A field service engineer replaced the faceplates on drawers 3 and 4, installed new bumpers on the rails, and adjusted the rails. The station was tested with the application and functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station¿s front drawers (3.2 and 4.1) were broken and sharp. However, there were no delay to patient care and adverse events or injuries reported based on this incident.